Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user's complaint is confirmed. The power switch is faulty. The software version is out of date. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing an evis exera iii video system center for use, the power button was stuck in the depressed position and the device would not turn on or off. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 8 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeded the assumed value. There has since been a design change to improve the tolerance of the power switch.